Event description:
It was reported that there was a malfunction on a pump, indicated by malfunction code 12. There was no adverse impact on the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Initially, the pump could not be reset due to the customer lacking the charging cord; however, after a follow-up call, the customer completed the troubleshooting process, and the malfunction code did not recur. The customer was advised to continue using the pump and to report back if any further issues arose, which the customer understood.